Event description:
It was reported that an unknown dissecting tool broke during use with legend stylus motor. On follow-up, the product identification was obtained, and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was bent. It was noted that the fracture was relatively planar and perpendicular to the stem. The bio-material build up near the shoulder of the tool indicates the depth of engagement. The tool fractured due to applying a side load to the tool while it was not rotating. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."